Event description:
Same case as MDR ID#2134265-2013-09534. It was reported that asthma occurred. Following the implant of taxus liberte stents, the patient complained of asthma which persists today.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).